Event description:
At regular follow-up check on (B)(6) 2023, an episode of ventricular run was observed, all with noise. It was not reproducible in the isometric test. In a patient with av block, there was an episode in which pacing was inhibited due to noise in the ventricular lead, so our sales rep told the physician to consider lead replacement. He decided to check again at the 1-month follow-up. Implant date ((B)(6) 2017): pm: (B)(6) ((B)(6)), a: screwvine 52 sep ((B)(6)), v: screwvine 58 sep ((B)(6)).

Manufacturer narrative:
Please find below the conclusion of the investigation: clear evidence of artifacts and oversensing of these artefacts in pdf report 20/jan 2023_14:58: (1) episode of (B)(6) 2023 14:58 and (2) episode of (B)(6) 2022 15:04. DHR analysis showed the unit related to this report met all the requirements of the specification at final inspection. The reported lead was not available for analysis; therefore, the incident could not be confirmed.

Event description:
At regular follow-up check on (B)(6) 2023, an episode of ventricular run was observed, all with noise. It was not reproducible in the isometric test. In a patient with av block, there was an episode in which pacing was inhibited due to noise in the ventricular lead, so our sales rep told the physician to consider lead replacement. He decided to check again at the 1-month follow-up. Implant date (B)(6) 2017pm: kora 250 dr (635be111), a: screwvine 52 sep (biv84417), v: screwvine 58 sep (B)(4).